Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading was 176mg/dl and was dropping. The customer stated that the insulin pump alarmed multiple times no delivery during a bolus. The customer stated that he over infused too much insulin, and declined to troubleshoot the insulin pump. Reviewed the bolus and alarm history, and confirmed multiple no delivery alarms during bolus. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.